Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model u357574 pta balloon dilatation catheter allegedly experienced material rupture. This report was received from various source. Two patients involved with no reported patient injury. One patient was female, remaining patient's age, weight, and gender were not provided.